Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer service technician during evaluation. Damage to the e-box, the electric components and/or wiring of the device may cause the device to not function properly and may results in run-on.